Event description:
It was reported that insulin drops were not observed exiting the infusion set tubing during the fill tubing step of the load sequence. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus was delivered to treat the bg. The customer performed a supply change and resumed insulin therapy successfully.